Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 551 mg/dl. The customer felt symptoms of vomiting. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting and was assisted with programing the time and date on their insulin pump. The customer stated that all the settings on their device were accurate. The customer was advised not to place their sets near the belt lines to avoid bent cannulas and occlusions. The customer had to end the call. The customer did not return the product back for analysis.